Manufacturer narrative:
It was reported that procedural films would be made available for analysis. The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: a device history review for the valve is not required as the event description does not indicate a potential manufacturing issue. The positioning difficulty leading to a high implant depth was likely caused by the manipulation of the delivery system while attempting to release the valve, however, a conclusive cause could not be determined from the limited information available.

Event description:
Medtronic received information that following pre-implant balloon aortic valvuloplasty, the patient exhibited severe aortic regurgitation (ar). Cardiopulmonary resuscitation (CPR) was initiated and valve placement/deployment was attempted as quickly as possible due to the ar/CPR. The valve was deployed in too high a position, so a second valve was successfully implanted valve-in-valve. A separate report has been filed on the delivery catheter system (dcs) due to delayed deployment after the dcs micro knob exhibited clicking and the dcs capsule did not initially move. The day following device implant, a permanent pacemaker was implanted due to an unspecified conduction disturbance; a separate report also has been filed for that incident.